Event description:
It was reported that stent dislodgement occurred. The 4.00mm x 16mm promus element plus stent was selected. As the physician was loading the device into an unspecified tuohy, he felt "something" so the device was pulled out. However, the stent dislodged from balloon of the stent delivery system. The device did not enter the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).